Event description:
The physician claimed the blue dye dispensed from the device caused the pt's hemoglobin to drop to a dangerously low level. The pt rec'd a blood transfusion. No further info is available. Note: the event date given above is approximate. One pt involved.